Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had reoccurring power cable disconnect and yellow wrench alarms although on both the black and white cables were connected to batteries for a power source. Battery clips were exchanged but the alarms continued to happen. The patient was able to provoke the alarms and found that only the black cable was affected. The system controller, hsc-004545, was exchanged for hsc-138575. There were no adverse events due to the system controller exchange and the alarms resolved. The patient was stable and doing fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 16 days (B)(6) 2024 ¿ (B)(6) 2024, (B)(6) 2020 per timestamp). Atypical power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults on the black power cable were active on (B)(6) 2024 from 23:13:04 ¿ 23:13:07, on (B)(6) 2024 from 22:01:56 ¿ 22:02:14, from (B)(6) 2024 at 23:30:00 ¿ (B)(6) 2024 at 10:04:50 while connected to battery power. Pump operation was not affected. The driveline was disconnected on (B)(6) 2024 at 10:15:23 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed testing and was able to operate the system without any issues or alarms activating. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2015. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.